Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately six (6) months post implant, the patient was reported to have had a small stroke. The patient was reported to have since recovered. No further information was provided.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.